Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while attempting to bolus for a meal. Reportedly, the customer removed the tubing at the site and began using manual injections. Troubleshooting with tandem customer technical support (cts) could not be performed for the occlusion as the customer had already discarded the supplies prior to the call. Cts assisted the customer with loading new supplies and resuming insulin. In addition, the customer stated the fill estimate was inaccurate after loading the cartridge with approximately 200 units. The customer declined to reload the cartridge or load a new cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy and monitor the pump.